Event description:
Customer reported via phone, the insulin pump had alarmed button error. Customer's blood glucose was 216 mg/dl. Customer didn't recall any significant events which may have caused the device to alarm. He stated he had the device in his pocket at work in the morning. Customer was advised to discontinue use of the device, revert to back up plan, and device need to be replaced. Customer agreed to return the device for further analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The up and down buttons on the insulin pump were unresponsive due to corroded keypad traces. No button error alarm noted during testing. The device had minor scratches on the display window, cracked case at display window corners, cracked reservoir tube lip, and battery tube threads.